Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the hold and pull force out of specification in the reported problem area of the pipette assembly. The plunger clamp was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.